Event description:
It was reported the pt was implanted in 2007, with the stimulation device and had no issues, until the end of january, at which time she bent over, and experienced a sharp pain, which dissipated. The pt was then experiencing a general discomfort at the ins site and a change in stimulation. The device was reprogrammed and the pt was referred to their physician to evaluate next steps. Additional information has been requested, but was not available on the date of this report.